Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # 860c73. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ech45s device (a) was received without sterile packaging. Upon visual inspection, no excessive lubricant was noted on the device. The device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. The event log was reviewed. An event was found indicating that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The event could not be confirmed as no packaging was returned for analysis. Also, no excessive lubrication was observed. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. Device history review: a manufacturing record evaluation was performed for the finished device batch number 860c73, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure; an or nurse observed what appeared to be "moisture" present in the clear plastic sleeve surrounding the articulation joint and end effector of the stapler. There was no patient consequences reported. Surgery was completed successfully without any surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the "moisture surrounding the articulation joint and end effector" its an oily substance? Or if the "moisture" was found on the packaging, compromising sterility? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2024; d4: batch # 860c73. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.